Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right atrial (ra) lead was found to be exhibiting loss of capture. In addition, there was a decrease in impedances from 850 ohms to 690 ohms and at implant, p-waves were 5 mv and now varied between 1-4 mv. A chest x-ray was performed and the lead was found to have pulled back as less slack was visible. The system was reprogrammed and the patient will be monitored. The ra lead remains in service. No adverse patient effects were reported.